Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, and 90% stenosed mid right coronary artery (rca). Multi vessel stenting was planned and a xience v was implanted in the left main. Pre-dilatation of the mid rca was performed using a 1.5 x 12 mm mini trek, pressurized to 6 atmospheres. A 3.0 x 33 mm xience prime was advanced; however, the hypotube separated outside the sheath while trying to cross the rca and was removed without resistance. The procedure was completed using another catheter. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The hypotube separation was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw, guide cath: 6f al 0.75. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information.